Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. Upon interrogation, the right ventricular lead exhibited no capture and no sensing. Fluoroscopy confirmed that the lead had perforated the heart. The lead was repositioned. The patient remained asymptomatic.